Event description:
Caller reported the infusion set was leaking. Caller stated he became aware of the leak because his shirt was wet. Caller reported the infusion set tubing broke away from the luer. Infusion set has been discarded. No adverse event reported. No product return was requested.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Device was discarded.